Event description:
It was reported that a left td-ost post is broken off the sys 7 high speed precision saw during a demonstration lab. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged precision head. The device was repaired and returned to the user facility.

Event description:
It was reported that a left td-ost post is broken off the sys 7 high speed precision saw during a demonstration lab. No patient involvement or adverse consequences were reported as a result of this event.